Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant products: product ID 7435, serial# (B)(4), implanted: (B)(6) 2006, product type programmer, patient; product ID 3095-10, serial# (B)(4), implanted: (B)(6) 2006, explanted: (B)(6) 2013, product type extension; product ID 3095-10, serial# (B)(4), implanted: (B)(6) 2006, explanted: (B)(6) 2013, product type extension; product ID 3093-28, lot# v013943, implanted: (B)(6) 2006, product type lead; product ID 3093-28, lot# v013728, implanted: (B)(6) 2006, product type lead. (B)(4).

Event description:
It was reported that the patient was experiencing a loss of therapeutic effect. The patient was admitted to the hospital for a revision surgery. The patient received a new extension and ins due to "patient wasn't getting symptoms relief". See manufacturer's report # 3007566237-2013-02328 for issues that occurred intraoperatively following the revision surgery.

Event description:
Additional information received reported that the cause of the event was high impedance and the event was attributed to the lead. It was noted that the left lead had high impedance greater than 4000 ohms. It was unknown what the issue was and the implantable neurostimulator was replaced on 2013-(B)(6). It was noted that the patient did not require hospitalization and there was no injury to the patient. It was unclear if the patient required hospitalization or not, as it was previously reported that the patient was admitted to the hospital.